Event description:
It was reported when using the bd vacutainer® sst¿ advance plus blood collection tubes hemolysis occurred. The following information was provided by the initial reporter. The customer stated: "we are using butterfly needles and single-use tubes. Hemolysis frequently occurs. With no problem in our procedures of blood collection, sample processing, sample collection, and sample storage, we have not identified the cause of hemolysis."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis and poor barrier separation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure hemolysis and poor barrier, because the defect was not evident in the testing of the complaint lot samples lot samples. Replicates of both retains and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ advance plus blood collection tubes hemolysis occurred. The following information was provided by the initial reporter. The customer stated: "we are using butterfly needles and single-use tubes. Hemolysis frequently occurs. With no problem in our procedures of blood collection, sample processing, sample collection, and sample storage, we have not identified the cause of hemolysis."